Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time. Please reference MFR #2015691-2019-01543 for the report submitted related to the patient's mitral valve.

Event description:
Through review of the medical article, "simultaneous transcatheter mitral and tricuspid valve in valve replacement" by guillermo ventosa-fernandez, md et al., the following event was identified as pertaining to an edwards device: a (B)(6) woman with a model 7000tfx 31 mm valve, implanted in the tricuspid position for approximately 5 years and 5 months, underwent a valve-in-valve procedure due to bioprosthetic valve degeneration. Transthoracic echocardiography showed stenosis of her bioprosthetic tricuspid valve with gradients of 12/7 mmhg. The patient also had a degenerated and stenotic bioprosthetic mitral valve with one heavily calcified leaflet fixed in the closed position and transmitral gradients of 25/10 (maximum and mean) mmhg. Considering the high risk patient profile (euroscore ii 19,3%; sts score 10,63%), with renal failure, severe pulmonary hypertension and the previous mitral and tricuspid valves implanted, a double valve-in-valve procedure was deemed as the best option. Two 29mm sapien 3 valves were selected and implanted within the surgical valves. The postoperative period was uneventful. The patient was noted as to be discharged 6 days after the procedure.

Event description:
Through review of medical article "simultaneous transcatheter mitral and tricuspid valve in valve replacement" authors guillermo ventosa-fernandez, md et al, the following event was identified as pertaining to two edwards devices: a 69 years old woman with a valve model 7000tfx31 implanted in the tricuspid position underwent a double transcatheter valve-in-valve replacement after an implant duration of approximately 5 years and 5 months due to degeneration of both valves (patient was 63 years old at implant). The transthoracic echocardiography (tte) showed stenosis of the tricuspid valve with gradients of 12/7 mmhg (2019-03336-2). Considering the high risk patient profile (euroscore ii 19,3%; sts score 10,63%), with renal failure, severe pulmonary hypertension and the previous mitral and tricuspid position, the double viv was deemed as the best option. A 29mm valve were selected and implanted within the edwards surgical valve. The postoperative period went uneventful. The patient was noted as to be discharged in good condition 6 days after the procedure.